Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump have a flashing white and red light on the display. Pump received with flashing white on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to flashing white on the display. Perform cut and open pump visual inspection found no moisture damage on electronic assembly, battery connector, vibrator, and motor. Swapping out test boards confirms display anomaly is isolated to pcba 2. Unit had scratched case, cracked keypad overlay. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged have flashing white on the display, problem isolated to pcb2. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen stopped working, when battery was placed, it flashes a white screen and red light. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.